Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was damage to the tube near the pump.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation on the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. Quality concluded that while in-vivo both the exhaust tubes and inlet tube overlapped and abraded against one another. This most likely caused the longer exhaust tube of the pump to be kinked onto itself, abrading enough to cause a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.